Event description:
"The prosthesis was placed in the right place on the aortic cross with a slight retro flex. The prosthesis was dropped. The nose was recaptured in its sheath without problems under fluoroscopy. The launcher was put in position 2 when the launcher was removed, a resistance appeared. The surgeon shot it lightly. A surge was felt. We checked on fluoroscopy to check. The prosthesis was down to the digestive arteries. The surgeon decided to remove the prosthesis surgically. The surgeon asked for a mv report from the center. Event is characterized as device related, possibly procedure and patient pre-existing condition related." Patient outcome - "the last time, the patient was in a very preoccupying state."

Event description:
"The prosthesis was placed in the right place on the aortic cross with a slight retro flex. The prosthesis was dropped. The nose was recaptured in its sheath without problems under fluoroscopy. The launcher was put in position 2 when the launcher was removed, a resistance appeared. The surgeon shot it lightly. A surge was felt. We checked on fluoroscopy to check. The prosthesis was down to the digestive arteries. The surgeon decided to remove the prosthesis surgically. The surgeon asked for a mv report from the center. Event is characterized as device related, possibly procedure and patient pre-existing condition related." Patient outcome - "the last time, the patient was in a very preoccupying state."